Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting some noise but no oversensing noted. No known physician given. The facility was at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).